Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. The reported event of a bent pin on the mobile power unit (mpu) was unable to be confirmed. A review of the log files contained data spanning approximately 4 days ((B)(6) 2023 per timestamp). Throughout the log files, while connected to the mobile power unit (mpu), intermittent low voltage and power cable disconnect alarms were active due to the rsoc voltage on both power cables fluctuating outside the expected voltage threshold simultaneously. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, fixing the mpu pins and exchanging the controller resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿ indicates under the subsection entitled ¿guidelines for power cable connectors¿, how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-05851. It was reported that the patient had intermittent low power advisory and power cable disconnect alarms while on the mobile power unit (mpu) and batteries. A bent pin was found and fixed on the mpu cable, and the controller was exchanged. This resolved the alarms. No further alarms were found on interrogation. The patient's batteries had been routinely replaced one week prior.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.